Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out the pulse generator went into backup vvi after being exposed to electrocautery. The device was explanted and replaced. No symptoms to the patient were reported.